Event description:
Customer's son reported hospitalization due to high blood glucose. The blood glucose reading is 1329 mg/dl. Customer is weak and talking funny. Diagnosed diabetes ketoacidosis. Hospital admitted customer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.